Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, de novo lesion in the distal marginal coronary artery. Resistance was felt during advancement of the 2.25x28 mm xience xpedition stent delivery system (sds), through the guiding catheter. The sds did not exit the guide catheter into the body. Resistance was felt with the guiding catheter during removal of the sds and it was noted that some proximal stent struts were flared. An unspecified sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.